Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va03stb, implanted: (B)(6) 2012, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator (in s) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient felt a shocking sensation as their battery died. The patient stated they are fine but it was a shock. Cannot pair with the device to check impedence's. The issue is resolved at the time of this report.